Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product so117p - prospace xp implant 5° 7x8.5x22mm. According to the complaint description, the implant was damaged during the first drive, hitting the tail of the inserter with the nylon hammer. The damaged item was removed, another one was inserted, and the surgery was successfully completed. This occurred during posterior lumbar interbody fusion (plif) using a total of 4 cages. It was noted that the insertion opening was not particularly narrow, when inserting it into the left side. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference numbers (B)(4).

Manufacturer narrative:
Additional information: d9 - product return. H3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: at one side a piece is broken off, the broken off piece was not enclosed. The side view shows the interface with strange impacts. The bottom view shows cracks and traces of deformation. At the other side the interface shows strange impacts too. Apart from a few light impacts, the front side is without any visible damage. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specifications valid at the time of production. Currently there are no further complaint with this lot and error pattern at hand. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: the root cause for the problem could not finally concluded. The fracture- surface of the implant shows no hints for a material failure like inclusions, blow- holes or knit- lines. The impacts on the interface- surfaces are clear hint for levering with the instrument during insertion. The production documents show no hints for deviations, neither of the material, nor of the dimensions. Therefore a product failure can ruled out for the root cause of the problem. Based upon the investigation results, a CAPA is not required.